Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI # (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The circumflex artery (cxa) supplies blood to the left atrium, the posterior lateral free wall of the left ventricle and part of the papillary muscle. Symptoms of a partial, total occlusion or obstruction of the circumflex artery, if unrecognized can result in angina, myocardial infarction, acute peri-operative right and left to biventricular dysfunction and/ or death. It is typically the result of technical error during valve implant and not related to a product malfunction. In this case, the patient was taken back to surgery after the initial valve implant for ischemic lateral wall due to compression of the circumflex artery and required revascularization due to placement of the initial aortic valve. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted two days underwent coronary artery bypass grafting x 1 due to coronary artery obstruction. Ischemic lateral wall, probably from compression of the circumflex artery from a prosthetic aortic valve placed required revascularization. At time of 21mm valve implant, records indicated "this was actually a smaller size than I would have liked to have placed so that we could avoid compression of the aberrant circumflex artery. We also paid 'a' great attention of to this aberrant coronary orifice during surgery. It was widely patent at the end of the procedure." At the end of the procedure, coming off cardiopulmonary bypass, the patient did require some inotropic support and had some lateral basal hypokinesis and mitral regurgitation from a tethered posterior leaflet. However, this seemed to improve with time. Overnight the patient continued to require some inotropic support, but had adequate hemodynamic and respiratory "staus". Patient was found to have a moderate size right pneumothorax so a chest tube was placed on post operative day one, but that evening patient had issues with hypotension and required increasing inotropic support. Patient's renal function was significantly worse on post operative day two. Patient was reintubated. Repeat echocardiogram showed persistent lateral wall hypokinesis and mitral regurgitation. Patient underwent a cardiac catheterization which demonstrated some compression of the circumflex artery in the mid vessel beyond its origin. Therefore, it was decided patient would return to operating room on post operative day two to perform coronary artery bypass grafting of the lateral wall. Unfortunately, following the procedure patient's lateral wall did not improve very much and the mitral regurgitation persisted. After discussion with patient's family it was determined to proceed with mitral valve replacement. Records indicated this was somewhat difficult due to previous placement of the aortic valve. The mitral valve was eventually replaced and the patient was separated from cardiopulmonary bypass again. Patient required a great deal of inotropic support and assistance from an intra-aortic balloon pump. Despite the iabp and inotropic support patient had poor cardiac output. The patient could not "recovery" from the hypotension and expired.